Event description:
Pre-decontamination evaluation of the returned 14fr esheath indicated a liner tear and a liner strand. As reported by our affiliate in (B)(6), a 26mm edwards sapien 3 ultra heart valve was deployed in the aortic position by the transfemoral approach. During the advancement of the valve and commander delivery system through the esheath, resistance was felt under fluoroscopy. During the attempt to push the valve and delivery system through the sheath, it appeared that a frame strut was 'reversed'. The decision was made to retrieve the devices. The sheath, valve and delivery system were removed at the same time by pulling everything back. A new esheath, valve and delivery system were prepared. The devices were easily inserted, and the new valve was successfully implanted. The devices were returned to edwards for evaluation. Pre-decontamination evaluation of the returned esheath indicated a 6cm liner tear 17cm from the tip. A 2cm liner strand was also observed at the tear site. The native aortic annulus valve area measured 491mm. The minimum luminal diameter of the iliac measured 5.1mm x 7.9mm with 60% to 70% calcification reported. Per medical opinion, the perceived root cause of the advancement difficulty was tortuosity and severe calcification. The valve strut and vessel calcification likely sheared the esheath.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06786.

Manufacturer narrative:
The date received by the manufacturer entered on the initial MDR report was not correct. The new information was received on 29-dec-2021, not 25-nov-2021 as previously reported.

Manufacturer narrative:
This supplemental MDR is being submitted for correction on follow up 2. The following sections were updated: h3, and h6. The h10 section for has been updated as a correction for follow up 2. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
The 14f esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: bent valve strut protruding from torn liner on esheath, a kink on sheath shaft roughly 210mm from the distal end of sheath tip, liner strand seen near hdpe damage, hdpe damage, liner tear at strain relief, kink at the strain relief, sheath puncture at the strain relief, two liner strands present and long liner strand. Functional testing was unable to be performed due to the condition of the returned device. Dimensional inspection was performed on the liner thickness along the liner and was found within specification. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did reveal related complaints. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Per report, 'during procedure, while the valve inside the delivery system, a resistance was felt under fluoroscopy. It was continued pushing and then it was looked like a strut was reversed.' A bent valve strut could be seen in the returned procedural imagery. Additionally, the complaint details mentioned that the patient had 'tortuosity and severe calcification.' Tortuous patient anatomy can create sub-optimal angles that can lead to nonaxial alignment in the advancement of the delivery system. The delivery system can potentially catch on to the liner of the sheath and liner tears upon removal. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tear or could weaken the liner. A weakened liner can tear during advancement of the delivery system. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' These patient factors could all contribute to increasing resistance, which requires a higher push force to overcome. This higher push force likely led to a bent valve strut which caused the kink and puncture seen in the returned device. Once the sheath was punctured, the valve then likely got caught onto the liner and the attempts to push forward and remove the device caused the liner tear and liner strands. The complaints for resistance between system components, liner torn, sheath damaged and sheath liner strand was confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has the proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. In this case, available information suggests that patient factors (calcification, tortuosity) and procedural factors (bent valve strut) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No manufacturing non-conformances were identified during evaluation. A product risk assessment has been previously initiated to capture exposed apices of the crimped s3u thv may increase the rate of the thv getting caught on the sheath, hindering further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure.